Event description:
It was reported that the customer experienced low blood sugar down to around 30 mg/dl. The customer's blood glucose dropped quickly after going to bed and he states he did not wake up to the alarms on his insulin pump because he is a heavy sleeper. His wife heard the alarms and treated him with juice and sugar tablets, according to the customer. He further reported the ambulance was called but he had regained consciousness before they arrived. The customer declined to troubleshoot with his insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.